Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that following insertion the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence, tenderness incision site, urinary leakage, urgency, urinary frequency, and nocturia.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and meshes and b-pelvicol were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.